Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent or kinked. The distal tip of the soft cannula was found to be severed, and the soft cannula was measured to be out of specification. A leak test found no additional leaks in the soft cannula. No evidence was found that would result in skin irritation occurring at the infusion site; a root cause for the reported event could not be determined. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 260 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (back), the pod's cannula was found bent. In addition the patient reports experiencing irritation at the pod infusion site. As treatment, the patient applied a new pod.